Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after calls to end user 06/05/263 and 06/15/26.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during a case resulting in loss of ventilation. The patient was switched to an ambu bag, breathing circuit replaced, and ventilation resumed manually. There was no patient injury.